Manufacturer narrative:
The customer reported that one of their transmitter would intermittently stop monitoring a patient, send simulated data, than come back to the qrs or go blank. No harm or injury was reported.

Event description:
The customer reported that one of their transmitter would intermittently stop monitoring a patient, send simulated data, than come back to the qrs or go blank. No harm or injury was reported.